Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing pain and underwent an ipg replacement procedure. The patient was doing well postoperatively and the explanted ipg will not be returned as it was kept by the medical facility.